Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. An additional possible root cause was foam on the reagent.

Manufacturer narrative:
Roche diagnostics has issued an urgent medical device correction for this issue, entitled "elecsys® vitamin d total ii assay ¿ non-reproducible false high results." This correction has been reported to FDA. During the implementation of the elecsys vitamin d total ii assay on the modular analytics e 170 module, and cobas e 601 and 602 systems, there were reports of non-reproducible, false high results. These customer observations were made in comparisons of duplicate measurements during assay validation of elecsys vitamin d total ii assay or in method comparisons with elecsys vitamin d assay (i.e., during conversions), where the falsely elevated discrepant value did not fit the expected result. The observed elevated results reported with the elecsys vitamin d ii assay were not confirmed upon repeat testing of the affected samples.   The observed findings:   the first result is elevated, either above the upper end of the measuring range (>100 ng/ml or >250 nmol/ml), or within the measuring range; repeated results are significantly lower. Rare cases have been reported on the cobas e 411 analyzer and the cobas e 801 module.   Roche is conducting investigations into the reported issue and has determined that the elecsys® vitamin d total ii assay is strongly affected by pre-analytical errors. The investigations have reproduced these findings when requirements for pre-analytical sample handling have not been met for plasma samples. Further investigations into the reported issue are ongoing.   As a result, the pre-analytical sample quality and compliance to the tube manufacturer¿s specifications is very important to assure a high quality sample in order to minimize the risk of occurrence.   A workaround has been provided to customers.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable elecsys vitamin d assay gen 2 results when compared to the results from the vitamin d gen 1 application. The customer tested 150 patient samples and found eight samples that were discrepant. The discrepancy was stated to be up to 200%. Specific data was requested but was not provided. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The customer has three cobas 8000 core unit units with multiple cobas 8000 e 602 modules. It was unclear which analyzer(s) were used for the testing. The customer has had no issue with other assays. The customer performed all the recommended maintenance and the field service representative has decontaminated the instruments three times. As part of the investigation, the customer's sample tubes were checked and issues were found with both greiner tubes and bd-tubes. It was noted the customer was not using the rack adapters for 13x75 mm tubes.